Event description:
The account stated that the architect i2000 analyzer has generated a false reactive cmv igg result on a patient sample. The initial result was reactive. The sample was sent for external verification on a non-abbott platform which generated a non-reactive result. The sample was retested on the architect and this time the result was non-reactive. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: vortexer 2. The complaint text for architect isystem (ln 03m74-01) s/n (B)(4) indicates that discrepant cmv igg results were generated on an architect i2000sr analyzer. The abbott field service representative (fsr) was dispatched and found that the valves on wash zones 1 and 2 were leaking, and that vortexer 2 was noisy. The fsr replaced the wash zone manifolds and valves. Also, vortexer 2 was swapped for the stat vortexer. The fsr also performed daily maintenance, ran quality control (qc) and, the patient samples that had the discrepant results generated were reanalyzed. The qc results were within the customers established acceptable ranges and the patient tests yielded expected results. The fsr states that the analyzer is performing according to specifications. A query for inconsistent, erratic, and aberrant results on the architect i1000, i2000 and i2000sr analyzers was performed for the date range of (B)(6) 2008 through (B)(6) 2009. (B)(4). The current combined erratic result rate for architect i1000sr, i2000 and i2000sr falls below the established internal aberrant result rates at product launch. A review of the service history for architect isystem s/n (B)(4) was performed for the time period of (B)(6) 2009. No additional complaints of discrepant results have been documented against architect s/n (B)(4) for the time period of (B)(6) 2009. Closed level 1 ticket (B)(4), was opened on (B)(6) 2009 and indicates that vortexer 2 failed. The abbott fsr replaced the vortexer as a precaution and the ticket was closed on (B)(6) 2009. The abbott architect system operations manual ((B)(4) (B)(6) 2008) provides the following information related to addressing the customer issue: section 7 operational precautions and limitations. Limitations of result interpretation: assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Section 10 troubleshooting and diagnostics. Fluidic subsystems: fluidic subsystems are the hardware components that control the precision and accuracy of liquid level sensing, aspiration, and dispense. Additionally, these components distribute the fluids used to wash the probes. Examples: pipettors, probes, lls (liquid level sense) antennae, syringes and valves, dispensers, tubing, pumps, processing module circuit boards, and wam (wash aspirate monitor) thermistors. Symptoms: liquid level sense error messages (B)(4), imprecise results, and/or erratic results. Section 10 troubleshooting and diagnostics lists the probable causes and corrective actions for erratic assay results (I system). Probable causes listed include wash zone manifold is leaking, syringe assemblies or valves are leaking and hardware failure. The corresponding corrective actions are also listed. A malfunction of the system was identified and a review of the instrument's service history did not detect any repeats of the issue since the fsr replaced the wash zone manifolds, valves and swapped vortexer 2 with the stat vortexer. Subsequent field service actions included replacing vortexer 2 as a precaution and are documented in closed level 1 ticket (B)(4). This is the final report.